Event description:
A malfunction on a pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump. They instructed the customer on how to put the pump into storage mode and on the steps to take upon receiving the replacement. The customer was advised to return the faulty pump within 10 days using a pre-paid label.